Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified faulty shock button. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part is not available for the further evaluation.

Event description:
The customer contacted stryker for repair of their device. During evaluation stryker observed that shock button was failing consistently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.